Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log was not provided therefore no review could be performed. The device was not sent back to brézins for investigation as this issue was being reported as a service that the customer performed on the pump, therefore the pump had already been repaired. It was indicated that the cpu was replaced to solve the issue but the defective part was not kept for further investigation. Due to the lack of complementary information, the root cause of the reported event remains unknown. To our knowledge no patient consequences have been reported. This complaint is not confirmed. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring.

Event description:
Pump was making a continuous beeping noise; defective cpu board was replaced.